Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was advised by support to revert to multiple daily injections as a backup therapy, and a replacement pump was sent to them.